Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was displaying the battery indicator. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2011 (time not known). The patient's testing frequency is not known and it is not specified if the patient tested her blood glucose with another device after the alleged issue began. The patient indicated she does not manage her diabetes with oral medication or insulin; however, the patient claimed she continued with her usual diabetes management routine. It is not known if the patient developed any symptoms as a result of the alleged issue. According to the csr's documentation, on an unspecified date/time in march 2011, the patient reportedly obtained a blood glucose result of "62mg/dl" with the emergency room's (ER) meter, was administered a glucose drink as treatment by a health care professional (hcp), and sometime after treatment obtained a reading of "108mg/dl" (with the ER's meter). The reason for the patient's ER visit is not known, it is not specified if the patient was experiencing any symptoms prior to her visit, and it is also not known when the patient was released from the ER. At the time of troubleshooting the csr noted that the subject meter's batteries do not need to be replaced per owner's booklet recommendation and there was no misuse of the lfs product. Replacement products were sent to the patient. This complaint is being reported due to the following conclusion: the patient claims she was unable to test her blood glucose due to the alleged issue. The patient was reportedly treated by an hcp for hypoglycemia after the alleged issue began.

Manufacturer narrative:
((B)(6) 2011): the lay user/patient's product(s) involved with this complaint has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have pcb contamination. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510(k) # is k053529.